Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the user facility via phone. The tse recommended for the user to replace the graphical user interface (gui) printed circuit board (pcb) to resolve the issue. Covidien reference: (B)(4).

Event description:
Covidien received information stating that the ventilator experienced an erratic display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. There is no report of serious injury or death associated with this event.